Event description:
It was reported that the procedure was to treat a heavily calcified, de novo, 100% stenosis in the left external iliac artery. Pre-dilatation was performed using an armada 35 balloon. The 8.0x80mm absolute pro was advanced towards the lesion and during deployment of the stent, friction was felt while rolling the thumbwheel back at the beginning of the deployment process. The distal end of the stent deployed correctly; however, the proximal section of the stent elongated and approximately 1cm of the deployed stent was inside the sheath. The sheath was removed and it was noticed that the absolute pro stent implant slipped out of the puncture site for 1cm. The patient was taken to surgery where the stent was removed and the target lesion was treated by a thromboendarterectomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be tested due to the condition of the returned unit. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.